Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. A merlin.net transmission showed vt/vf storm. Review of the episode revealed one high voltage and three atp therapies. Following the high voltage therapy, patient rate slowed down to monitor zone, but then seemed to speed up again into vf zone. The discriminator channel following the shock began undersensing events, causing the device to turn to passive. Due to this, device recorded several episodes of non-sustained rv oversensing. It was noted that patients vt returned following the shock, but amplitude of vt signals was very small and device sensing degraded to intermittent. Further episodes showed the device only sensing every other beat of the vt and calling rhythm sinus.